Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3: dates estimated the device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported death appears to be related to the heart failure. However, a conclusive cause for the heart failure cannot be determined. The reported patient effects of death and heart failure are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Dates of death, event, tests, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the patient died due to heart failure. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). One clip was implanted. On day 273 post procedure, the patient died due to heart failure. Additional details are provided in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.